Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In addition, omsc confirmed that the subject device was manufactured before the operational amplifier circuit design change of the printed circuit board as a countermeasure. Based upon the reported information from oekg, and as a result of omsc investigation, there was the possibility that this phenomenon was attributed to the failure of the operational amplifier on the electrical circuit board. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the field service engineer that in unspecified timing, it was found that the scope detection of the subject device could not function and the image of the subject device was not displayed when evis 180 series videoscope was connected to the subject device. Then, the videoscope cable exera ii of the subject device was replaced with another one, but the problem was not resolved. In addition, no abnormality was found in the video connector socket of the subject device. There was no report of patient injury associated with this event. Olympus (B)(6) checked the subject device and found that the image was not displayed due to the failure of printed circuit board.